Event description:
It was reported that during an initial total knee arthroplasty, the articular surface was unable to fit into the tibial tray. A second implant was used to complete the procedure without further complication. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray g2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.